Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen became dark when the device was in use, and no image was displayed. It was also noted that it was slightly difficult to clear air during flushing in preparation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. No damage was found in the imaging core within the telescope and sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing. Functional testing showed that the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leakage were observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically, following a review of the reported event details and the available information. In this case, the returned device showed an electrical failure; however, it was not possible to identify the probable cause of the observed failure. For the reported entrapped air, an investigation conclusion code of no problem detected has been assigned. This conclusion was selected because the device showed no damage that could have contributed to the reported allegation.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen became dark when the device was in use, and no image was displayed. It was also noted that it was slightly difficult to clear air during flushing in preparation. The procedure was completed with another of the same device. No patient complications were reported.